Event description:
Philips received a complaint from the customer on the v60 indicating that 5021 speaker test and 1102 primary alarm failed errors occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the 5021 error code was on the motor controller (mc) printed circuit board assembly (pcba). The rse recommended replacing the speaker and provided the customer with the part number for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.